Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm, occurring twice on the event date. Furthermore, baxter personnel discovered this device's door assembly was broken in the latch area, indicating a false occlusion alarm. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 2, which is a downstream occlusion alarm. The root cause was determined to be caused by a cracked door assembly in latch area. A baxter repair technician replaced the door assembly to resolve this issue. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.